Event description:
It was reported to philips that the system had insufficient image memory. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting the patient's data. During onsite visit, the philips field service engineer (fse) inspected the system and identified the ippc was defective. To resolve this issue, the fse replaced the ippc and returned to philips for further analysis. The analysis confirmed the malfunction in the ippc and identified the cmos battery was defective, and the system was not boot up without pressing front panel power button. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation's outcome.